Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials: (B)(6). Additional product code: mni, mnh device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision procedure was performed on (B)(6), 2015, on a patient that had a previous l3-l5 posterior spinal fusion with synthes uss. The l3-l5 uss psif procedure was performed on (B)(6) 2014. At an unknown point in time after the (B)(6) 2014 procedure, the patient had pain, and examination revealed adjacent level disc disease above (l2-l3) and below (l5-s1) the l3-l5 fusion. The patient had a solid fusion from l3-l5. The patient also has ankylosing spondolytis. For the revision procedure, all the synthes uss hardware at l3-l5 from the (B)(6) 2014 procedure was removed. There was no issue with this hardware. He then reinstrumented the l3-l5 levels with new uss screws and placed new uss screws at l2, s1, and in the ilium. He then connected the rods to the screws from l2-ilium. He successfully completed the procedure. There was no extension of time to the procedure. This report is 11 of 14 for (B)(4).